Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as backup therapy and was advised they would receive a replacement pump with updated software. The customer was informed of the procedures to return the malfunctioning pump and to transfer their pump settings and connect their continuous glucose monitor to the replacement pump. The replacement pump was sent by technical support.